Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(4) 2017. The fse reported the incubator table slipped position, the top motor belt was loose. The engineer tightened belt, realigned the incubator positions and perform cup transfer tests successfully. The fse performed background check, customer ran controls and verified in range. The customer ran several patients samples without issue.. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was loose top motor belt

Event description:
On (B)(6) 2017 a customer reported error 4153 c trans z home overrun with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting e2, lh11, bhcg, fsh, and prog patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.